Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing without duplicating the customer's report. The pace/defib engine board and analog board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), there was a delay to charge the defib to deliver energy to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device's defib output was out of specification.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a1, a4, b5-b7, d5, and h6 (health effect clinical code and health effect impact code). Device evaluation: zoll medical united kingdom evaluated the device and the customer's report of a delay in charging the device was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device's pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. The customer's report for defib output was out of specification was observed in the log. The analog board was replaced as a precaution. No trend is associated with reports of this type.